Event description:
Clinical trial. It was reported that the pt expired 422 days following a coronary artery drug eluting stenting treatment procedure. Thirteen days prior to the index procedure, the pt underwent a persantine myocardial perfusion study which revealed a large area of infarction involving the distal anterior wall, anteroseptal and apex with associated akinesis. There was also a medium sized area of ischemia involving the inferior and inferolateral walls with mild hypokinesis. Ejection fraction was 31%. The index procedure identified and treated one target lesion. Target lesion one was a de novo, 2.5x12mm, 90% stenosed, mildly calcified lesion of the 2nd obtuse marginal (om2). Treatment consisted of predilation and placement of a 2.5x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. In 2007 the site learned from the pt's daughter that the pt expired 422 days following the index procedure and "she felt that it may have been related to her insulin shots which she had started 3 months before she died". She stated that the cause of death was "probably related to her mother's cardiovascular disease. " it was noted that no further heart attacks or heart catheterizations were done prior to her death. The pt's cause of death is unk. No autopsy was performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine to root cause of this event.